Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and foot switch were replaced during the service call.

Event description:
The customer reported that the stenoscop system had an intermittent failure. The monitors went black and would not fluoro. No pt injury was reported.